Event description:
The reporter stated that the unit would not recognize the correct syringe size. Correspondence sent with the unit stated the syringe size was wrongly displayed. No pt injury or treatment was associated with this event.